Event description:
It was reported that the ilet screen was unresponsive; the device could be unlocked but would not proceed past the unlock screen, and it was not connected to the app, so a remote restart could not be performed. Customer care provided support that included customer troubleshooting and replacement logistics. Investigation of this case revealed a device malfunction consistent with a touchscreen or user interface failure that prevented navigation beyond the unlock screen. Symptoms included inability to operate the device. Outcomes included interruption of normal device use. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display or user interface.